Event description:
A positive troponin patient result generated on the immulite 2500 was reported to the physician. The physician questioned the result, and upon repeat the results were negative. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant troponin results.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant troponin result is unk. The instrument is performing within specifications. No further evaluation of the device is required.